Manufacturer narrative:
The referenced scope was returned to the olympus repair center. The reported issue was confirmed, green colored image displayed due to bad electrical connection between the outer tube/imaging unit and the cable. The inspection also noted the fog-free function needs to be updated to the latest version, scratches and peeling of the gold plating at the distal tip of the outer tube, the light guide connector cover glass is cracked, minor cracks on the sides of the video connector case. The investigation is still ongoing; therefore, the root cause cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus (obl) was informed that the endoeye high definition ii, autoclavable video telescope has a green and purple colored image defect. The reported problem was found during receipt inspection. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective charge-coupled device (ccd), however, the exact cause of the defect could not be specified. It likely the ccd failure occurred due to one of the the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. Olympus will continue to monitor field performance for this device.